Event description:
It was reported that the pump volume annunciated a faint tone despite volume settings being set to high. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.